Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that following an fra surgery for acardiac twin, the patient had premature rupture and labor 5 days after the procedure resulting in the death of a healthy fetus. The fetal death was unrelated to the fra procedure or device. There was no device failure. The doctor's opinion was that he didn't consider it was caused by procedural problem.